Event description:
Bayer case number: (B)(4) very heavy or even haemorrhagic periods (for 1 week) [prolonged heavy periods] dizziness [dizziness] brain fog [brain fog] weight gain [weight gain] occasional pain and discomfort in the shoulders [shoulder discomfort] occasional pain and discomfort in the shoulders [shoulder pain] tendinitis in both shoulders and arms that were only affected [shoulder tendinitis] case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 22-oct-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("very heavy or even haemorrhagic periods (for 1 week)") in a 42-year-old female patient who had essure inserted (lot no. C03101) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2016 she experienced heavy menstrual bleeding (seriousness criterion intervention required), dizziness ("dizziness") and brain fog ("brain fog") and was found to have weight increased ("weight gain"). In 2018 she experienced musculoskeletal discomfort ("occasional pain and discomfort in the shoulders") and arthralgia ("occasional pain and discomfort in the shoulders"). Essure was removed on (B)(6) 2024. On unknown date she experienced rotator cuff syndrome ("tendinitis in both shoulders and arms that were only affected"). The patient was treated with surgery (salpingectomy). In (B)(6) 2024, rotator cuff syndrome had resolved. At the time of the report, the outcomes for the remaining events were unknown. No causality assessment was received for essure with regard to dizziness, brain fog, heavy menstrual bleeding, weight increased, musculoskeletal discomfort, arthralgia or rotator cuff syndrome. The reporter commented: period of occurrence: since 2016. Patient¿s current status: after very many magnetic resonances imaging (MRI), x-ray and ultrasound examinations, consultations with a general practitioner, neurologist, orthopaedic surgeon, 2 rheumatologists, an osteopath, and antiinflammatory therapies (at least 6 types), several injections and physiotherapy, nothing gave me relief. Consultation with another gynaecologist who suggested removing the implants to stop the harmful side effects. Removal of the essure by salpingectomy in (B)(6)2024 and since (B)(6) I no longer have tendinitis anywhere. I have been gradually regaining my mobility since then. Follow-up abdominal x-ray without contrast in (B)(6) 2024 to verify that the implants were properly removed. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kg. [Abdominal x-ray] in (B)(6) 2024: to verify that the implants were properly removed [magnetic resonance imaging] in (B)(6) 2024: unknown [ultrasound scan] in (B)(6) 2024: unknown [x-ray] in (B)(6) 2024: unknown case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) very heavy or even haemorrhagic periods (for 1 week) [prolonged heavy periods] dizziness [dizziness] brain fog [brain fog] weight gain [weight gain] occasional pain and discomfort in the shoulders [shoulder discomfort] occasional pain and discomfort in the shoulders [shoulder pain] tendinitis in both shoulders and arms that were only affected [shoulder tendinitis] case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 22-oct-2024. The most recent information was received on 29-oct-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("very heavy or even haemorrhagic periods (for 1 week)") in a 42 year-old female patient who had essure inserted (lot no. C03101) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2016 she experienced heavy menstrual bleeding (seriousness criterion intervention required), dizziness ("dizziness") and brain fog ("brain fog") and was found to have weight increased ("weight gain"). In 2018 she experienced musculoskeletal discomfort ("occasional pain and discomfort in the shoulders") and arthralgia ("occasional pain and discomfort in the shoulders"). Essure was removed on (B)(6) 2024. On unknown date she experienced rotator cuff syndrome ("tendinitis in both shoulders and arms that were only affected"). The patient was treated with surgery (salpingectomy). In (B)(6) 2024, rotator cuff syndrome had resolved. At the time of the report, the outcomes for the remaining events were unknown. No causality assessment was received for essure with regard to dizziness, brain fog, heavy menstrual bleeding, weight increased, musculoskeletal discomfort, arthralgia or rotator cuff syndrome. The reporter commented: period of occurrence: since 2016. Patient¿s current status: after very many magnetic resonances imaging (MRI), x-ray and ultrasound examinations, consultations with a general practitioner, neurologist, orthopaedic surgeon, 2 rheumatologists, an osteopath, and antiinflammatory therapies (at least 6 types), several injections and physiotherapy, nothing gave me relief. Consultation with another gynaecologist who suggested removing the implants to stop the harmful side effects. Removal of the essure by salpingectomy in (B)(6) 2024 and since (B)(6) I no longer have tendinitis anywhere. I have been gradually regaining my mobility since then. Follow-up abdominal x-ray without contrast in (B)(6) 2024 to verify that the implants were properly removed. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kg. [Abdominal x-ray] in (B)(6) 2024: to verify that the implants were properly removed [magnetic resonance imaging] in (B)(6) 2024: unknown [ultrasound scan] in (B)(6) 2024: unknown [x-ray] in (B)(6) 2024: unknown. Lot number:c03101, manufacture date:2013-12, expiration date: 2016-12. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-oct-2024: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.